Event description:
A malfunction on the pump was reported after it was dropped into a toilet. There was no adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the pump, as the malfunction could not be reset. The customer was advised on returning the faulty pump within 10 days and instructed on preparing the replacement, which included programming settings and connecting the cgm. The customer will switch to multiple daily injections temporarily to ensure uninterrupted insulin delivery.